Manufacturer narrative:
One device was received for investigation with a cracked water tank, quick connect corroded, stained water tank, and a crack around the quick connect fitting. The device was then functionally checked. The reported problem could not be duplicated. The complaint is not confirmed. No action taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the alarm button did nothing when pushed. This occurred during annual maintenance/inspection. There was no patient/clinical harm reported.

Manufacturer narrative:
B3: date of event and d5. Operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.